Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system triggered an alert via remote monitoring due to high out-of-range right ventricular (rv) defibrillation lead shock impedance measurements greater than 125 ohms. Shock impedance trends show a gradual increase in measurements, suggestive of a physiologic cause. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).